Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: the pump was returned with the contrast button on the keypad inoperable, all other buttons respond intermittently. No evidence of physical damage on keypad. Removed keypad- contamination observed under all button contacts. Moisture observed in the battery compartment. Preformed leak test- failed due to a crack alongside the battery compartment and a crack between the display lens and pump seal. Opened pump- no further evidence of moisture observed. Threads on battery cap are stripped and are unable to secure. Test battery cap was able to secure and was used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.